Event description:
Skytron has been made aware of a defect with our warming cabinets (blanket warmers). Blankets that are placed against the rear wall of the cabinet are at risk of being scorched with the possibility of a fire starting. Skytron required jamestown metal products to perform a risk analysis as well as complete an hhe and a CAPA. They have manufactured a retrofit to resolve the issue. While a warmer is not a classified medical device as it is strictly for blankets and not injectables or solutions, we will be conducting a field correction in order to maintain the safety of any patients and staff that come into contact with the cabinet. The field correction has been completed.